Event description:
Customer reported unexpected negative reactivity of capture r ready ID (crrid) on a patient sample containing historically identified anti-e.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id103. Manual testing was performed on the returned product; the returned product demonstrated expected positive reactivity with the appropriate cells. Manual testing performed with customer's returned sample (reported to contain anti-e) using returned and retention crrid, lot id103. The sample exhibited moderate to strong reactivity (scores of 7 to 10 on a scale of 0 to 10) with all e+ cells and was nonreactive with all e- cells this investigation did not identify a product deficiency. The lack of expected reactivity at the facility may be related to storage conditions of the capture strips at the facility.